Event description:
It was reported that a cartridge alarm 20 occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised by technical support to use a backup insulin pump and was sent a replacement pump. Instructions were provided on how to place the faulty pump into storage mode, and the customer was instructed to return it using a pre-paid label within 10 days.